Event description:
A malfunction alarm, identified as malfunction code 16, was reported. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the shipping address and planned to replace the pump, as the code was not resettable. The customer was instructed to use multiple daily injections (mdi) as backup therapy until the replacement pump was provided. Additionally, storage mode instructions were given for the return process, which the customer understood and acknowledged.